Manufacturer narrative:
H.6 investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2265550 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, labeling, and packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 2265550 (100 tubes) were available for inspection. No labeling defects were observed in 100/100 retention tubes. All 100/100 retention tubes had properly affixed, legible, and scannable barcode labels. No fill volume defects were observed in 100/100 retention samples. No low fill volume was observed in 100 tubes. For investigation all 100/100 retention tubes were measured using a fill volume measuring tool. All 100/100 retention tubes measured at the acceptable media fill line. No photos were received to assist with the investigation. No returns were received to assist with the investigation. The complaint cannot be confirmed for either defect. Bd will continue to trend complaints for low fill volume and labeling defects.

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml, one bottle was missing a label. No patient impact reported. The following information was provided by the initial reporter: "the bottle is not labeled."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml, one bottle was missing a label. No patient impact reported. The following information was provided by the initial reporter: "the bottle is not labeled."